Manufacturer narrative:
Device was not returned at time of this report. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery due to loosening/lysis of the genoid component.